Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a moderately calcified lesion in the mid left anterior descending (lad) artery. The 2.75x12mm rx nc trek balloon dilatation catheter (bdc) was advanced over the guide wire into the patient anatomy however resistance was met with the guide wire therefore the bdc was removed. It was then noted the proximal hypotube was separated. Another nc trek was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection, functional testing, and dimensional analysis were performed on the returned device. The reported separation was confirmed. The reported difficulty advancing the guide wire was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulty advancing the guide wire could not be determined; however, the separation appears to be related to operational context. Possible factors that may contribute to resistance between the balloon catheter and the guide wire may include, but are not limited to, device placement technique, introducer sheath support, outer diameter of the guide wire, or condition of the guide wire. In this case, a conclusive cause for the reported complaint could not be determined since the complaint could not be confirmed during return analysis and the guide wire was not returned for analysis. Additionally, it is likely that the reported resistance during advancement likely contributed to the shaft becoming kink and upon further manipulation, it ultimately separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.